Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on 07/01/2021 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of 07/27/2021 returned product and unused retained product of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.

Event description:
On the initial report on 06/16/2021 consumer states that the product caused her a rash. On completed cir received on 07/01/2021 consumer stated that medical treatment was sought. Consumer added the issue was with the tape area and the symptoms corrected after a few weeks of treatment.